Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Evaluation summary: the pump and catheter were returned for analysis. Analysis of the pump found ¿alarm anomaly ¿ undetermined cause¿. The pump failed the alarm test. The resonator was inspected and there were no cracks or damage noted. The root cause for the failing alarm could not be established. Analysis of the catheter found ¿acceptable catheter testing ¿ catheter incomplete/returned in segments¿.

Manufacturer narrative:
Corrected information: following additional review analysis results were changed from ¿alarm anomaly ¿ undetermined cause¿ to no anomaly found.

Event description:
The pump and catheter were returned with no information.